Event description:
It was reported that the patient with this right ventricular (rv) load received an advisory and also suspected lead to exhibit an unknown issue. There is no intervention information available to date. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).